Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experienced paradoxical hyperplasia (ph) to the bilateral supra umbilical area after coolsculpting elite treatments to the abdomen (upper and lower) and flanks (waist) on (B)(6) 2023, using curve 150 and curve 120 applicators. 1-2 months post treatment. The bilateral supra umbilical area was described as having a "firm, rubbery, discrete rectangular tissue enlargement". Healthcare professional later reported "the firmness has persisted for nearly three years and has not resolved", and "circumscribed rectangular area measuring 13 centimeters by 6 centimeters, located approximately at the midline just above the umbilicus. The area is notably firm on palpation. A ridge is palpable extending inferiorly". Healthcare professional later reported "patient developed discrete areas of firmness that are rectangular both in appearance and by palpation, bilateral, primarily supraumbilically, with some extent into just below the umbilical line", patient reported "lower back pain similar to sciatica, sometimes experiencing muscle pulls, with pain close to the tailbone extending toward the left side, though not radiating all the way down the leg", "areas of discrete firmness are rectangular both in appearance and by palpation, bilateral, primarily supraumbilically, with some extent into just below the umbilical line. The firmness feels characteristic of square or rectangular applicators used during coolsculpting treatment, with a large area at the bottom and two small ones palpable. The balance of the tissue feels normal. No other abnormalities noted", "patient expressed preference to maintain padding on the lower back due to lower back pain concerns", "sounds like radiculopathy rather than sciatica, and should not be affected by liposuction. High-quality chiropractic physical therapy and acupuncture were recommended for the back dysfunction". Healthcare professional later reported in treatment assessment notes that "patient is a hypochondriac-extremely concerned", I did feel hard nodules" along the abdominal walls in middle abdomen, patient has subcutaneous induration on the upper abdomen.